Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane was replaced during the service call. The system was tested, found to be working as intended, and put back into service.

Event description:
It was reported that the system had white images and were not usable. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.